Manufacturer narrative:
Failure analysis for fiber (B)(4): the tip is attached to the fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "tip came off" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 47,480 joules and 8:50 minutes while using the side-firing surgical fiber during a prostate procedure, the "terminal tip of fiber came off during lasing." The laser output beam was observed to be exiting from the side of tip and from the end of the tip. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury." There was no patient injury reported.